Manufacturer narrative:
Device evaluation: visual analysis identified a fluid-free device.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern for the product.

Event description:
Patient reported right side deflation. Healthcare professional also reported right side exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.